Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery had intermittent charging issues. Multiple usb cables and adapters were unsuccessfully used. Tandem technical support reviewed pump data and confirmed there was intermittent usb connection issues. Customer declined to provide further information. Customer has insulin injections available if needed.